Manufacturer narrative:
Continuation of d11: fentanyl, rocuronium, antibiotics piperacillin tazobactam, trimethoprim sulfamethoxazole, vancomycin.(B)(4). Additional information received from the customer 11-may-2023 reports "the patient's condition was critical, and it did not worsen as a result of the event because the patient was able to continue receiving medication infusions through another catheter." It was also reported that the frayed swg was removed in its entirety out of the vessel, and there was no serious harm or injury to the patient. The customer reports that "while there were failed punctures, they did not represent a risk to the patient's condition." Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the intensivist (anaesthesiologist) attempted twice to place a cvc in the patient's right subclavian region. After puncturing and having blood return, the guide was inserted approximately two centimetres into the vessel but encountered an obstruction, causing the guide to deform and subsequently fray. This happened twice in the adult ICU. Finally, the physician placed the catheter in the right femoral region since the patient already had one in the left subclavian region." No patient injury was reported. The patient's current condition was reported to be critical. Associated MDR#s: 3006425876-2023-00471 and 3006425876-2023-00470.

Manufacturer narrative:
Concomitant medical products: fentanyl, rocuronium, antibiotics piperacillin tazobactam, trimethoprim sulfamethoxazole, vancomycin. (B)(4). Associated MDR#s: 3006425876-2023-00470.

Event description:
The complaint is reported as: "the intensivist (anaesthesiologist) attempted twice to place a cvc in the patient's right subclavian region. After puncturing and having blood return, the guide was inserted approximately two centimetres into the vessel but encountered an obstruction, causing the guide to deform and subsequently fray. This happened twice in the adult ICU. Finally, the physician placed the catheter in the right femoral region since the patient already had one in the left subclavian region." No patient injury was reported. The patient's current condition was reported to be critical. Additional information was requested but was not available at the time of this report.